Event description:
This case was initially received via regulatory authority (B)(6) on 24-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("acute right sided abdominal pain") and embedded device ("devices were becoming visible and near to perforating the wall of the fallopian tubes") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), abdominal distension ("constant bloating"), anger ("feelings of rage"), lethargy ("lethargy") and emotional disorder ("inability to control emotions"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), procedural pain ("during insertion of devices I experienced high amounts of pain and the procedure was stopped on a couple of occasions"), fallopian tube spasm ("fallopian tube had gone into spasm on insertion"), complication of device insertion ("complication of device insertion") and abdominal adhesions ("bowel had become adhered"). The patient was treated with surgery (sub total hysterectomy and salpingectomy). Essure was removed. At the time of the report, the abdominal pain, embedded device, procedural pain, fallopian tube spasm, complication of device insertion, abdominal distension, anger, lethargy, emotional disorder and abdominal adhesions outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, abdominal pain, anger, complication of device insertion, embedded device, emotional disorder, fallopian tube spasm, lethargy and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.207 cases. Embedded device. The analysis in the global safety database revealed 366 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.